Event description:
It was reported that during an interventional stenting procedure in a chronic total occlusion in the right coronary artery, upon advancement of the trek rx balloon on the 014 pilot 200 guide wire, the balloon froze on the guide wire. The guide catheter, balloon and guide wire were removed as one unit without resistance. The procedure was completed successfully without any clinically significant delay in procedure, with additional devices. After the procedure, the devices were examined. The physician pulled on the balloon and guide wire to remove them out of the guide catheter, which stripped the balloon off the catheter distally, leaving the balloon in the guide catheter. The catheter shaft, marker and tip were intact. There was no reported patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and the catheter advanced over a guide wire. The outer member was separated 3.5 cm distal to the midlap joint, confirming the reported separation. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The distal end of the balloon was separated at the distal seal and the balloon was still attached to the separated outer member. The distal end of the balloon was prolapsed. The distal end of the proximal marker was smashed. The inner member was stretched for a length of 16 cm distal to the outer member separation at the midlap joint. There were multiple kinks in the stretched inner member. There was a kink in the hypotube 32.5 cm distal to the strain relief tubing. There was a bend in the hypotube 3.5 cm distal to the strain relief tubing. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. There was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the catheter met resistance during advancement over the guide wire due to the coagulation of blood and contrast on the guide wire. Further, as resistance was encountered, if force was applied to the catheter in the attempts to remove the catheter, this would contribute to the noted damage to the catheter and the shaft ultimately separating. It was reported the balloon was not soaked prior to use. It should be noted the trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It does not appear that the failure to soak the balloon contributed to the reported difficulties with the guide wire. Due to the condition of the returned device, a conclusive cause for the resistance with the guide wire could not be determined however the shaft separation and noted damages to the catheter appear to be related to handling during removal of the catheter from the guide wire. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.